Event description:
Additional information obtained that this high out-of-range (oor) pacing lead impedance was a know issue and the clinic will continue to monitor the patient routinely. The cause was still not determined. The system still remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on right ventricular (rv) lead. Additional information obtained from the field representative indicated that the cause of the high pli was not determined. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that a surgical revision was performed. The device was exhibiting high rv pacing impedance measurements of greater than 2000 ohms. The lead was not tested via the pacing system analyzer (psa) during the revision, and the device was subsequently explanted and replaced. No additional adverse patient effects were reported.